Event description:
It was reported that during a "zenkers" procedure, the surgeon fired the first reload and the device did not completely fire the staples. The surgeon used a second reload and the device fired correctly. There were no patient consequences reported.

Manufacturer narrative:
(B)(6). Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: was the firing stroke completed? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? The analysis results found that the ets45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. No malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.